Manufacturer narrative:
Lifescan has requested the return of the suspect meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 24, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was giving an "error" message. The patient tests her blood glucose 3-4 times a day. The patient takes 28 units of "humulin" insulin daily and "synthroid." The patient could not remember what error message she was getting. While attempting to perform a blood test over the phone with the customer care advocate (cca), the patient got an "error 5" message. The patient claimed that she was unable to test with the reported meter for about 1 month because of the alleged issue. Although the patient gwas unable to test her blood glucose, she "was taking her medications by judgement."the patient stated that she took her medications based on how she felt. She could not explain how she modified her medication regimen. On an unspecified date within the past month, the patient developed symptoms of dizziness. According to the patient, she lost consciousness and "almost went into a coma." The paramedics were contacted. The patient could not recall what blood glucose reading was obtained by the paramedics although she recalled getting a blood lucose result of "30 mg/dl" at one point during the event. In the hospital, the patient remembered getting another blood glucose result of "11 mg/dl." The patient was hospitalized for 1 night. She remembered receiving IV treatment, insulin, and unspecified oral medications while in the hospital. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for about 1 month, became hypoglycemic, obtained a meter result of "11 mg/dl" in a hospital, and received medical treatment.